Event description:
It was reported that during a procedure a torflex transseptal guiding sheath was selected for use. During the first purge the valve broke without manipulation of it. The sheath was replaced with a non-bsc device. The procedure was completed with no patient complications. The device is expected to be returned for analysis. It was further reported that the issue occurred prior to the procedure with the patient sedated. The procedure was to treat atrial fibrillation.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block h6 device codes, component codes, and evaluation result codes, as well as the h10 additional MFR narrative regarding the device analysis results. The torflex transseptal guiding sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection. Visual inspection found that the stop-cock handle was broken. No additional testing was done. The reported clinical observation of valve damage was not confirmed, but this may have been due to a mistranslation or misinterpretation of the reported issue from the field conflating hemostatic valve damage with the actually observed stopcock handle damage.

Event description:
It was reported that during a procedure a torflex transseptal guiding sheath was selected for use. During the first purge the valve broke without manipulation of it. The sheath was replaced with a non-bsc device. The procedure was completed with no patient complications. The device is expected to be returned for analysis. It was further reported that the issue occurred prior to the procedure with the patient sedated. The procedure was to treat atrial fibrillation.

Manufacturer narrative:
The torflex transseptal guiding sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection. Visual inspection confirmed that the stop-cock handle was broken. No additional testing was done. The reported clinical observation was confirmed by the investigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a torflex transseptal guiding sheath was selected for use. During the first purge the valve broke without manipulation of it. The sheath was replaced with a non-bsc device. The procedure was completed with no patient complications. The device is expected to be returned for analysis. It was further reported that the issue occurred prior to the procedure with the patient sedated. The procedure was to treat atrial fibrillation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a torflex transseptal guiding sheath was selected for use. During the first purge the valve broke without manipulation of it. The sheath was replaced with a non-bsc device. The procedure was completed with no patient complications. The device is expected to be returned for analysis.